Manufacturer narrative:
Returned product consisted of the watchman delivery system. Blood was in the shaft. The core wire was received outside of the delivery sheath, with the implant inside the sheath. There were numerous kinks throughout the shaft of the wds. The inner shaft was damaged from the anchors scratching the inner shaft as it was pulled back. The core wire was completely removed from the delivery sheath. Microscopic inspection revealed no damage to the core wire. Microscopic examination revealed damage to the tip. The implant was received in the inside of the device when received. Microscopic inspection revealed the implant to be detached from the core wire when received. Anchors on the implant were damaged and flared, though not protruding through the delivery sheath. The implant was not able to be deployed during device analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a corewire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was selected. An attempt was made to deploy the closure device; however, device was not positioned well so it was fully recaptured and removed from the patient. They found that the "screw part" of the delivery system was separated from the closure device. The device was not released inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a corewire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system was selected. An attempt was made to deploy the closure device; however, device was not positioned well so it was fully recaptured and removed from the patient. They found that the "screw part" of the delivery system was separated from the closure device. The device was not released inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.